Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the pitch up cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. The clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. Additional observation not reported by site is tube damage. Distal end of main tube has various scratch marks with light material removal. Scratches are .085 - .180 in length and not aligned with the tube axis. Evidence not conclusive, but damage may have been caused by mishandling/misuse. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during central processing, a broken cable on the fenestrated bipolar forceps instrument was noted. No patient harm, adverse outcome or injury was reported.